Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a remote follow up via merlin.net. Review of stored electrograms revealed episodes of non-sustained right ventricular oversensing caused by post-paced t wave oversensing recorded by the implantable cardioverter defibrillator. Programming interventions were discussed; however, no interventions had been made. The patient was in stable condition.